Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe batteries were replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a charger failure and battery disconnected error code during a case. The 9600 system had to be removed and the procedure was completed with another system. No patient injury was reported.